Event description:
It was reported that the compressor mini failed to turn on upon start-up causing a low gas supply pressure alarm from the connected ventilator. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) concluded at the hospital visit that the compressor system had a low pressure output. The field service engineer (fse) replaced compressor motor and the compressor system functioned normally after the action. The returned compressor motor was tested on a test bench and the reported issue could be confirmed, i.e the engine didn¿t start. The cause was concluded to be a defective motor capacitor. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to stop of ventilation. Why the capacitor failed, could not be determined in this investigation.

Event description:
(B)(4).